Event description:
It was reported that the duo headlight 2 bay system: us (90620us) was overheating and flickering. There was no patient involvement, thus no injury, death, or surgical delay was reported.

Manufacturer narrative:
The duo headlight 2 bay system, us (90620us) was returned for evaluation: failure analysis: the returned 90620us duo headlight was in used condition. The evaluation of the duo headlight found the headlight case, power cord connector, and the snorkel were damaged. The headband velcro, the power cord, and the snorkel have been replaced to correct the issues. Root cause analysis: the reported complaint was confirmed. The identified damages were most likely due to rough handling/environmental damage. No manufacturing, workmanship, or material deficiency has been identified.